Event description:
Healthcare professional reported through a regulatory agency "intracapsular silicone diffusion", "pain", "capsular contracture baker grade IV: breast is very hard, deformed and painful to touch". This record is for the left side. The device was explanted and it is unknown if it was replaced.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, intracapsular silicone diffusion.